Event description:
Initial reporter indicated that the sites dell x5 handheld they currently have "is not working." Reported the handheld had a frozen screen. The handheld contained 7.1 programming software. MFR is pending receipt of the product for analysis.